Event description:
It was reported a patient's right ventricular lead presented with non-sustained right ventricular lead noise episodes. The lead was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.

Manufacturer narrative:
External insulation abrasion was noted and consistent with lead friction to the device. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.